Manufacturer narrative:
Follow-up #1: date of submission 08/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was observed to be cracked. There was no damage or peeling to the keypad observed. Unrelated to the initial complaint, the up, down, and contrast keypad buttons were intermittently unresponsive to testing. The ok keypad button was responsive to testing. The keypad was removed and contamination was observed under all of the keypad button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing battery compartment ) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.